Manufacturer narrative:
(B)(4): no info was provided regarding outcome of pt. (B)(4): is addressed per the provided IFU. Per specification, the device is manufactured, inspected, and packaged in (B)(4). Product is inspected for damage once received at cook inc. The device is shipped with an instructions for use (IFU). The IFU lists warnings and precautions for use. The IFU states: after the detachable coil delivery system with the coil has been introduced into the catheter, it is important that the coil does not exit the catheter tip until the mandril has been pulled back. Otherwise the catheter may become dislocated in the vessel. The thread end of the coils has a length of approx 4 mm according to specification and it is straight in order to detach the coil from the delivery wire. A curved thread will lock and detachment will be difficult. When the coiled embolus diameter is 3 mm and the thread is 4 mm, approx 2.5 mm will stick out from the coiled embolus diameter. We will continue to monitor for similar complaints and have notified the appropriate personnel.

Event description:
The physician attempted to deploy the flipper mreye detachable embolization coil and the proximal end of the coil remained straight. A second flipper mreye detachable embolization coil with the same lot number was opened and the same event happened. The procedure was completed with a third .035 flipper with a different lot #. The collateral vessel was occluded with this coil.